Event description:
Datascope 9.5 fr 40cc intra-aortic balloon inserted 10/2/97. Unable to be removed at femoral artery level on 10/4/97. Operative removal showed approx 5cc of crystals within balloon.